Manufacturer narrative:
Device history record (DHR) review did not show any issues related to complaint. Complaint can not be confirmed since the sample was not available for investigation; therefore, it is not possible to determine the root cause for the defect reported and a corrective action for it. The manufacturer will continue to monitor and trend related complaints.

Event description:
Event reported as: complaint alleges: it was reported that "skin stapler blocked during skin closure at the end of 7 to 8 clips. No consequence for the patient."